Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective shunt valve and a defective vacuum valve. The technician replaced the defective valves and checked the device as per service manual. The system was tested for circulation for three hours. All tests were performed successfully and the device was returned to the customer. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
The customer stated that the hcu40 displayed the error message "cplg. Flow too low". The customer de-aired the circuit but after some time the hcu40 displayed again the error message "cplg. Water flow too low". Additional information: the incident occurred during patient treatment. There were no negative consequences or harm for the patient reported. (B)(4).